Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "pace-defib fault" and "status 93" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reporter malfunction.